Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup alarm failed. No patient harm reported.

Manufacturer narrative:
Device evaluation & resolution: the fse was unable to duplicate the reported problem, however, it was confirmed in the diagnostic history log. The fse replaced the cpu pcba to resolve this issue.

Manufacturer narrative:
Additional information received on 3/2/17. The customer returned cpu board was installed in an fi test ventilator. The ventilator was powered up and shut down 10 times. The ventilator was powered only by ac without backup battery and power cycled every 3 minutes over one hours. No error other than the ones related to power up and shut down occurred. No failure was found.